Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient. It was reported that the patient had several falls recently. The consumer stated that they were unsure if the falls were related to the patient¿s malfunctioning implantable neurostimulator (ins). The consumer also mentioned that a revision surgery might be needed. No patient symptoms were reported and there were no complications. Indications for use are lumbar radiculopathy and non-malignant pain.